Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3-4 days ago the patient started shaking uncontrollably on their right side. As a result, the patient cannot eat with that hand because they are right-handed. The caller stated that the patient has been shaking constantly. Yesterday, they checked the patient's ins and saw the following error message: 'out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 1703.' The caller got the same error message today. Prior to this event, the caller stated that the patient had an appointment with with their healthcare provider (hcp) who increased the settings a point or two. Caller stated the hcp had to return to the same setting because it was a little bit too much for the patient. Hcp had patient take additional oral medication prior to the event but caller stated it that didn't help. Caller also stated that the patient fell and they were afraid something may have got knocked. Agent reviewed meaning of 'out of range' and had the caller press 'continue' when they saw the error message. The ins battery was ok, therapy was on, stimulation for left side was set to 3.8,and stimulation for right side was set to 4.0. The issue was not resolved. The patient was redirected to their hcp to further address the issue.